Event description:
Customer results have been getting higher. They went to the dr for a check up. They tested before leaving and received a result of 396mg/dl. One hour later at the doctor's office the dr received a result of 320mg/dl. The customer was advised to go to the emergency room which they did and was kept overnight. The customer was given insulin. Glucose strips were expired and no controls were in use. A request was made for the return of the suspect device and replacement product was sent.